Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. There is sufficient evidence to suggest discordance, a malfunction, occurred as results obtained on the access 2 instrument were discordant with results obtained on two alternate methodologies. A definitive cause of the discordance malfunction cannot be determined with the available information. The access sars-cov-2 igg assay cannot guarantee both a positive agreement or negative agreement at 100%. The access sars-cov-2 igg reagent instructions for use (document c63090 c, available in edms) longitudinal study section states, "from the clinical sensitivity study of symptomatic and pcr positive samples a subset of 20 individual patients with 2 or more post pcr blood draws were evaluated for seroconversion. Of the 20 individual patients, 13 individual patients showed positive results in all blood draws, 2 individual patients showed negative results for all draws, and 5 individual patients showed sars-cov-2 igg seroconversion." In conclusion the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported a discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971198) result was generated for one patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The access sars-cov2-igg result was questioned as the patient has a previous history of positive real time pcr (polymerase chain reaction) more than 3 months prior to the event. The patient sample was repeated on a dxi immunoassay analyzer (same methodology) with a similar non reactive result. The non-reactive access sars-cov-2 igg results were discordant with the eclia sars-cov-2 assay obtained the same date and with the diasorin sars-cov-2 igg assay obtained the day after. The patient sample was also showed positive sars-cov-2 results on minividas platform on (B)(6) 2020 and on chemiluminescent immunoassay methodology on (B)(6) 2020. Refer to relevant tests section below for more details. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate if the result was released outside the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. A passing system check was obtained on (B)(6) 2020 and the calibration was expired. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.